Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection 2 years after implant. No additional adverse patient effects were reported at this time.